Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the paravalvular leak cannot be determined, it is possible patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years post tavr procedure with a 23mm sapien 3 valve, the valve presented paravalvular leak. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra resilia valve. Per additional information received, the patient was admitted with pleuritic chest pain, shortness of breath, dyspnea on exertion, and volume overload. Per echo report, the prosthetic valve is well seated with normal gradients. There is moderate lateral paravalvular regurgitation present. The jet originates within the sapien 3 frame just above the prosthetic leaflets and flows laterally out of the frame and into the left ventricle. The peak gradient measures 24mmhg and the mean gradient is 9mmhg. There is a dimensionless valve index of 0.61. Per report, at initial implant 3 years ago, there was trace paravalvular regurgitation with peak gradients at 19mmhg and mean gradients of 12mmhg. A complete transthoracic echocardiogram was performed the prosthetic valve is well-seated. There are normal gradients across the prosthetic valve. There is moderate paravalvular regurgitation present at 3 o'clock position with intravalvular extension. Prosthetic aortic valve peak gradient measures 23 mmhg. Prosthetic aortic valve mean gradient measures 12 mmhg. Dimensionless valve index is 0.65. Prosthetic aortic valve lvot stroke volume index is 47 ml/m2. Compared to the study a week prior, there are no significant changes. Prior study was an interventional tee during an aborted paravalvular closure attempt, limiting direct comparison but overall similar. There is moderate prosthetic aortic valve paravalvular leak at 3 o'clock position that also has an intravalvular component. The patient was discharged home.